Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure root cause of this failure is attributed to a component failure. Additional observation not reported by site: the instrument was found to have various scratch marks on the main tube. The scratch marks were .120¿ - .166¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. No images or videos were submitted for review. A review of the instrument log for part 470318-10/ n10210705 0017 associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system (B)(4), with 7 lives remaining. This complaint is considered a reportable malfunction due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing , the small grasping retractor instrument had loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.